Event description:
A purchasing agent reported a patient had an intraocular lens (iol) exchanged due to an unexpected postoperative refraction. The surgeon reported he did not feel the device caused or contributed to the event.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed, and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/20/2008 by fax and mail. A completed questionnaire was received on 11/24/2008. This report was mailed to FDA on: 12/18/2008.